Manufacturer narrative:
A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: can not duplicate with retain testing. Source: phone.

Event description:
Customer reporting 6 false positive results (5 for them and 1 for their spouse). Customer states their results were confirmed negative by pcr but no confirmation testing was performed on the spouse. Symptomatic status is unknown. Report 1 of 6.